Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump squirts insulin during priming and act button had to press several times to respond. The customer¿s blood glucose was unknown. Customer stated that the insulin pump rejecting the new batteries also random no delivery alarms. The device will not be returned for analysis.